Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous popliteal artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second dilatation of the below-the-knee artery, it was noted that the balloon ruptured. The balloon was simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified inflation media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the inflation media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous popliteal artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second dilatation of the below-the-knee artery, it was noted that the balloon ruptured. The balloon was simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.